Event description:
During an initial stent placement procedure for treatment, the stent was successfully deployed. Immediately after deployment, the pt's oxygen level started to fall. It was reported that the dr thought that the stent may have migrated and blocked the main left bronchus. The dr tried to pull the stent up, but then the pt expired. The device was not returned for evaluation. Therefore, a failure analysis could not be performed. A lot device history search was performed and no other complaints were found for this lot number. It cannot be determined if the product met specifications because the product was not returned. The co is unable to determine the relationship between the device and the cause of this event without the product.